Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: DHR review was performed on the following lot number: 7059836 ¿ the lot number was built on afa line 8, from march 8, 2017 thru march 12, 2017. Per specifications in s-au31, s-au32, s-au33, s-au34, s-au35 and s-au36 it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s2 - o1 level a. Investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used iag 18ga unit with an opened package from the lot number 7059836. The unit consisted of the retracted needle/safety barrel assembly, the catheter/adapter assembly was not returned for evaluation. Visual/microscopic examination: observed the needle had been fully retracted into the barrel. There was of bodily fluids in the grip, the barrel and an excessive amount flashback chamber surrounding the porous plug. The needle hub was removed from the safety barrel; removed the bodily fluids from the hub with a bleach/water mix and a porous plug was present. The porous plug was removed from the needle hub, and observed part of the plug was missing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation revealed part of the porous plug was missing. Conclusions: the defect of blood excess/splash/spill/expose and other, as stated in the subject of the pir was confirmed with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Root cause relationship of device to the reported incident: manufacturing/vendor comment: unable to determine where the damage observed to the porous plug occurred; manufacturing process or from the vendor. (B)(4).

Event description:
It was reported that a nurse was exposed to patients¿ blood when a bd insyte¿ autoguard¿ faulted. Nurse received post exposure lab work.